Event description:
Dealer advised the end user advised her that the upholstery is starting to tear near the grommets.

Manufacturer narrative:
Follow up to be sent if additional information is received.